Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their g5 transmitter would not pair with their g5 application on (B)(6) 2016. Dexcom representative advised patient to have their smart device forget all bluetooth devices and to "kill" all running applications. Dexcom representative then advised patient to attempt to repair with a transmitter, this was successful. There was no report of injury or medical intervention. No additional event or patient information is available.